Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer stated that the spo2 parameter was dropping off the display (several times) and did not provide any technical alarms to alert the staff of a potential issue with the device / parameter. No pt harm was reported.